Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the lever handle on the broach handle won't fully close and lock the broach on. It seems to have worn down and it remains loose without ever tightening fully closed. It was not used on a patient and it will be returned to depuy. No surgical delay.